Manufacturer narrative:
This event is recorded with zimmer biomet under cmp (B)(4) . This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: the cutter failed testing due to an incomplete cut. The cutter will need replacement. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to design issue. The event is confirmed. Additional related reports: 0001526350-2023-00715-1 0001526350-2023-01564 0001526350-2023-01565 0001526350-2023-01566 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the 2:1 roller was tight. When the dr. Checked the instrument, they noticed with grill was bent. They tried to unbend it. They managed to use it for the case but noticed the ratcheting handle was also not working like it was supposed to. Event occurred prior to surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. The evaluation found the cutter failed the test cut.